Manufacturer narrative:
This supplemental report is being submitted based on additional information provided.

Event description:
No new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, attempts were made to crush the pancreatic stone using a combination of the subject device and mechanical lithotriptor, but the stone could not be crushed and the handle part of the subject device was damaged. An attempt was made to switch to the procedure using a bml handle, but the stone was removed just before that and the procedure was completed with the same device. There were no report of patient harm.